Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 04/07/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found the reported call service alarm. On investigation, the pump powered up with the appropriate audible and vibratory functions. The investigation was unable to complete the remaining testing due to other call service alarm encountered during the evaluation. No conclusion can be drawn regarding the reported call service alarm issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. Reportedly, patient received replace battery warning. Review of alarm history confirmed there was a 128-fb88 replace battery warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.